Manufacturer narrative:
The surgeon has chosen not to remove these two broken screws. Since these screws were not removed they were not available for evaluation. No further patient information could be gathered from the surgeon. The surgeon used a pedicle finder from another manufacturer to create the holes for the affected screws. It is unknown if this contributed to this issue or not. The surgical technique for this system clearly states to use the rti surgical pedicle finder when preparing the holes. The pedicle finder that was used has a larger profile then what is supplied with the system. This MDR is associated with MDR 1833824-2016-00002. This MDR is to report the 2 broken screws (4.5mm) that took place at t1. The same patient was involved.

Event description:
Patient had a 5 level posterior spinal fusion surgery from c3 to t1. This original surgery took place on (B)(6) 2015. On (B)(6) 2015 the patient came in for a follow up with the surgeon because they were experiencing neck pain. It was discovered at this time that there were 3 screw fractures at c3(1) and t1(2). The surgeon has chosen not to revise the patient.